Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Sterile, unused proglide devices were received and testing was successfully performed on the returned sterile devices with no malfunction noted. The other perclose proglide devices referenced in describe event or problem are filed under separate manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using six proglide devices via a 6f sheath after a neuro-intervention procedure. Reportedly, a cuff miss occurred with the six proglide devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.